Event description:
The customer reported being hospitalized for high blood glucose of 500 mg/dl. Troubleshooting was performed. The customer stated that she went to the hospital because she could not lower her blood glucose. The customer mentioned that she had an infusion set that it was broken at the quick release and she did not noticed. Also, the customer stated that an urinary tract infection was found while she was at the hospital. The programming on the insulin pump was correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.